Event description:
It was reported when using the pyxis medstation es system observed devices on critical override, no patient or orders were crossed over. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the improper host messages. A technical support specialist identified gaps in host messages and informed customer that there is a possibility for devices to go into critical override. The system functioned as intended after the technical support specialist troubleshooted the device.